Event description:
It was reported that the surgeon was using a two-fluted drill bit 3.2 to drill holes for the 4.5mm screw; the tip of the drill bit broke and remained in the patient's femur.

Manufacturer narrative:
The manufacturer did not receive the device, x-rays, or other source documents for review. As no lot numbers were provided for the instrument, the instrument history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4) .